Manufacturer narrative:
.

Event description:
Patient used pico since (B)(6), 2016. On the (B)(6), dressing was changed.pico pump stopped working since (B)(6), but the patient left the dressing in place until (B)(6). On the follow-up visit it was observed that the wound had re-opened and deteriorated greatly.